Event description:
During a remote follow-up, loss of capture, noise resulting in oversensing, far field p-wave oversensing, and inadequate sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The rv lead was repositioned to resolve event. The patient was stable with no consequences.